Event description:
It was reported that bd insyte-w winged yel 24ga x 0.75in foreign matter. On (B)(6) 2024, in preparation for using a single-use IV indwelling needle to administer IV fluids to a patient, the bd indwelling needle was opened and found to have something resembling hair on its surface, making it unusable. The indwelling needle was then immediately replaced with a new one for use, which was replaced and used normally without adverse effects to the patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batch. As current control, there is an outgoing inspection and in-process inspection in place to check for foreign matter. There is also a 4-hourly housekeeping in place to clean all the machine mechanisms in direct contact with products with alcohol (70% ipa). As no photo/sample was received for further investigation, root cause could not be determined. The complaint will be re-opened and re-investigated when photo/sample is received

Event description:
On june 14, 2024, in preparation for using a single-use IV indwelling needle to administer IV fluids to a patient, the bd indwelling needle was opened and found to have something resembling hair on its surface, making it unusable. The indwelling needle was then immediately replaced with a new one for use, which was replaced and used normally without adverse effects to the patient.